Event description:
Same case as: 2134265-2009-01931. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. A 99% stenosed, plaque rich, and diffuse lesion located in the non-calcified, non-tortuous proximal left anterior descending (lad) artery to the apical branch and a 99% stenosed lesion located in the mid lad were being treated. Ivus was performed. The lesions were predilated with a 2.0x20mm non-bsc balloon. The physician deployed a 2.50x28mm taxus liberte drug eluting stent in the mid lad to apical branch and a 2.50x32mm taxus liberte drug eluting stent the proximal to mid lad, overlapping the stents. The stents were post dilated with a 2.5x13mm non-bsc balloon. Ivus confirmed that there was no gap between the stents. However, there was slight gap on the distal edge of the stent which was implanted in apical branch. The stents were well apposed. Medications given included: aspirin, clopidogrel, heparin, and plavix. Four days post, the initial stenting procedure, the patient presented to the hospital with chest pain and st elevation. The patient was transferred to another hospital. At the transferred hospital, st elevation was identified. Angiography confirmed an occlusion inside the previously deployed stent located in the proximal lad. The thrombosis was aspirated. The physician performed pain old balloon angioplasty (poba) inside the stent located in the proximal lad to apical branch at 12atms. Blood flow was improved. An intra-aortic balloon pump (iabp) was placed and the patient was monitored in the ICU. The iabp was removed two days later and the patient was moved to general ward. The patient is on heart rehabilitation at the general ward at this point. The heart function has been improved, and he is going to be out of the hospital "soon".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.